Manufacturer narrative:
This report is submitted on april 22, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to progressive dizziness symptoms. The patient was reimplanted with another cochlear device two days later.